Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. Customer stated that her blood glucose is normally around 120 mg/dl but she has had some lows that the sensor does not recognize. Customer stated that on (B)(6) 2015 she woke up and the sensor was reading 100 mg/dl but her blood glucose was actually low at 38 mg/dl. She calibrated and then received the low glucose alert. The customer also mentioned experiencing issues with inserting the sensors due to the serter getting stuck. The customer was advised to speak with the doctor about changing the low alert limit setting.